Event description:
Pt was in the hospital and scheduled for surgery the following day. Nurse called to advise that pt blood glucose (bg) levels had been running high (mid 300s) for 24 to 36 hours and the pump is not delivering insulin the way it should. Pt bg levels come down with regular doses of insulin. The pt was sleeping and not able to come to the phone to give specifics about the problem with the pump. It was suggested that the pt call pump support so that more specific info could be obtained and troubleshooting could be done. The pt is back on injections. A territory manager met with the pt and said that he was not able to prime pump, despite new batteries, a new infusion set, and a new cartridge. He said that the motor sounds like it is grinding. He was not sure of alarms in the pump history.